Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and multiple no delivery alarms. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the alarms were resolved by a complete set change and advised the customer that the alarms may have been the result of the reservoir being occluded. No further assistance necessary.